Event description:
Found the PICC line leaking continuously. Reviewed with dr from eicu, who felt the catheter was cracked and it needed to be removed. I notified dr who agreed and the PICC line was discontinued. Packaging not available. (B)(4).